Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net stopped transmitting remote follow-ups. At the in-clinic follow-up it was determined that the rf telemetry was not functioning. Remote monitoring will continue with inductive telemetry. Patient did not experience adverse events caused by this issue.